Event description:
During a fistula graft procedure, the catheter balloon ruptured. The catheter was removed and replaced with the same make to complete the procedure with no pt injury or further complications reported.